Manufacturer narrative:
Eval summary: no sample was returned by the customer. The complaint history was reviewed for this lot and there were no other complaints of this nature reported. Review of the compounding and filling (B)(4) did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. No root cause can be determined at this time. Add'l info has been requested via mail on 03/24/2011, 04/08/2011, and 04/11/2011; via fax on 04/08/2011; via phone on 04/08/2011. (B)(4).

Event description:
A consumer reported she experienced red, uncomfortable eyes that gradually worsened over time following the use of this product. She stated she went to the doctor and was diagnosed with an infection and treated with an antibiotic. She stated she discontinued contact lens use for two weeks and when she returned to her lenses she experienced the same symptoms. She reported her symptoms have resolved. Add'l info has been requested.